Event description:
It was reported that the field representative called technical services (ts) and requested further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns of inappropriate therapy. The field representative stated that the physician believes that inappropriate bursts of anti-tachycardia pacing (atp) and shock were delivered by the device during a ventricular episode. Upon review, ts noted that there were two episodes recorded where atp and shock therapy was delivered that had similar morphologies. The field representative stated that the physician believes that one of the episodes the therapy was appropriate, however on the most recent episode, the device inappropriately delivered the shock. Ts discussed with the field representative review findings and recommended programming optimization options. At this time, the crt-d remains in service. No additional adverse patient effects were reported.